Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes. Chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was hospitalized for hypoglycemia. The patient works in construction and stated that he was just eating small bits through the day to keep him going because he was feeling nauseous, but he did not eat anything large. That coupled with the basal rate of his insulin, his bg (blood glucose) level began to drop. He was at his truck when his legs began to wobble. The patient fell into his vehicle, striking his nose and chest against the vehicle leaving him unconscious. Someone was walking, saw him, and called 911 for paramedics. The paramedics were able to bring the patient back to consciousness, he believes that they used glucagon. The patient was then transported to the hospital by the paramedics to receive further treatment. His bg level was 11 mg/dl and his core temperature was 89 degrees. Once at the hospital, he was given thermal blankets, two bags of saline, and a nausea medication. In the IV bags they had 10% dextrose. The patient was discharged early the next morning. The pod had been worn for between 24 and 36 hours on the abdomen.